Event description:
It was reported that the extension would not allow for lead connection. It was further reported that there was "some friction" and that the "lead could not be inserted into the connection part" of the extension. It was reported that after several tries, a new extension was used without problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4). Product type: extension. (B)(4). (B)(6). Analysis of the extension revealed no anomaly. A known good lead could be inserted into the distal end of the extension without any difficulty.